Event description:
Litigation alleges patient had pain and fluid sacs near implants.

Event description:
Update (B)(4) 2013 new litigation papers received. Doi provided. Litgation alleges implant failure and discomfort. There is no new additional information that would affect the investigation.

Event description:
Update: 03/12/2013 - sales rep reported revision surgery due to unknown reasons. There was no new information that would change the outcome of the investigation. Dor: 03/12/2013

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Dor - (B)(6) 2013. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigaton closed.